Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The user interface and system pcb assemblies have to be replaced in order to repair the device. The customer refused price quotation for repair. The device was returned to the customer unrepaired per their request.

Event description:
A customer contacted physio-control for preventive maintenance of their device. During evaluation physio-control observed that device would not complete boot-up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.